Event description:
It was reported that the patient may have received inappropriate therapy. The right ventricular (rv) lead had t-wave oversensing (twos) and multiple non-sustained ventricular tachycardia episodes. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.